Event description:
During an arthrescopy procedure the menisectomy shaver blade jammed and broke. This left metal debris in right knee joint. Doctor had to remove metal pieces through arthroscope using other equipments.